Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed an overnight supply change on the ilet without rewinding, which led to insulin expelling from the ilet when the cartridge was inserted, followed by pump dosing stopped and a prompt to fill tubing; the user then treated with subcutaneous rapid-acting insulin injections and later requested education on correct supply-change steps, including use of the inset infusion set. Symptoms included hyperglycemia with a reported peak of 315 mg/dl and nausea. Outcomes included no lasting health consequences and an unexpected medical intervention in the form of medication required, with no serious injury or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information regarding a device problem and no specific device component implicated, with no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established.